Event description:
Reportable based on the product analysis completed on 13-apr-2012. It was reported that during a coronary stenting treatment procedure, the device was unable to cross the lesion. The 98% stenotic lesion was located in the severely tortuous and severely calcified left anterior descending artery. The physician predilated the lesion with a 1.5x20mm maverick balloon and then advanced a 2.75x12mm promus element stent to the lesion, but was unable to cross. The procedure was completed with another 2.75x12mm promus element stent. No patient complications were reported and the patient's status is good. However, the returned product analysis revealed that the stent was damaged.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluation: a visual and microscopic examination revealed that the distal stent struts are both damaged and stretched. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The outer diameter portion of the undamaged stent was measured and met specifications. There was a kink in the shaft polymer extrusion 80mm from the guide wire port. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).